Event description:
Hosp advised the pump alarmed and displayed "error failure to communicate" when it was infusing in the channel d position and labelled as "art line". The nurse was not interacting with the system at the time. There was no pt consequence.